Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information for a pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session without further issues.